Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the up button gets stuck. The customer states they had failed battery test alarm. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump received with intermittent act and up button response due to corroded keypad traces. Device power up properly after battery installation. Device received with operating currents within spec. No failed battery test noted. Device passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device received with cracked case at display window corners, cracked lcd window, cracked case at reservoir tube window corners and broken belt clip slot.